Manufacturer narrative:
The biomedical engineer (bme) reported an issue that has been ongoing for the past 7 days or so. He said it has occurred 3 times, where almost all the beds will drop off from the all beds list for this central nurse's station (cns) completely without showing any comm-loss. This cns is monitoring all hard-wired bsm-3000's for the ambulatory surgery dept on the 2nd floor. When the issue is present, they will go to monitor bed settings and on the bottom portion of the screen, all the beds still show up but bed-ids are blank but it still shows the ips. When going to other cns units, they also see the same issue with the bed-ids missing. There are no other departments having this issue. We checked the juniper switches for that department and there are no error lights on any of them. Restarting the cns does not resolve the issue either. Tech support (ts) had him check the host table and the same issue can be seen with the bed-ID's missing, and even if you go to the bedsides themselves in the patient's rooms the bed-ID tab shows blank. The customer stated the last time they resolved the issue by renaming all the bedsides and re-monitoring all of them. They checked the host table and the lowest ip on the network is a cns so it does not seem to be a bedside takeover. They renamed all the bed-ids again and was able to get everything working again. The customer stated we can close the ticket for now and he will call back in if the issue happens again so we can further investigate. No patient harm was reported. Rooms 3,4,5,6,8,11 were showing bed-ids but the rest were not. Example of bed with the issue: room 1. Bed-ID: amb01. Ip example: 172.16.12.182. Example of bed without the issue. Room 3. Bed-ID: amb03. 172.16.12.184. Investigation conclusion: the cause was found to be incomplete cable connection with the local network hardware. Technical service account manager (tsam) troubleshot the issue at the customer site. He checked a bsm-3500 in the amb department and did not find any issues with the device, patch cable, or the room's wall jack. He tested the ethernet cable running from the room to the network closet's punch down panel and found that the cable was flipping in and out. Nk tsam advised the customer's local it to re-terminate the keystone jack in the punch down panel. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 08/25/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/27/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 09/02/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not were unable to provide the additional device information. Telemetry transmitters. Model: ni. Sn: ni. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported an issue that has been ongoing for the past 7 days or so. He said it has occurred 3 times, where almost all the beds will drop off from the all beds list for this central nurse's station (cns) completely without showing any comm-loss. This cns is monitoring all hard-wired bsm-3000's for the ambulatory surgery dept on the 2nd floor. When the issue is present, they will go to monitor bed settings and on the bottom portion of the screen, all the beds still show up but bed-ids are blank but it still shows the ips. When going to other cns units, they also see the same issue with the bed-ids missing. There are no other departments having this issue. We checked the juniper switches for that department and there are no error lights on any of them. Restarting the cns does not resolve the issue either. Tech support (ts) had him check the host table and the same issue can be seen with the bed-ID's missing, and even if you go to the bedsides themselves in the patient's rooms the bed-ID tab shows blank. The customer stated the last time they resolved the issue by renaming all the bedsides and re-monitoring all of them. They checked the host table and the lowest ip on the network is a cns so it does not seem to be a bedside takeover. They renamed all the bed-ids again and was able to get everything working again. The customer stated we can close the ticket for now and he will call back in if the issue happens again so we can further investigate. No patient harm was reported. Rooms 3,4,5,6,8,11 were showing bed-ids but the rest were not. Example of bed with the issue: room 1. Bed-ID: amb01 ip example: 172.16.12.182. Example of bed without the issue. Room 3. Bed-ID: amb03. 172.16.12.184.

Manufacturer narrative:
The biomedical engineer (bme) reported an issue that has been ongoing for the past 7 days or so. He said it has occurred 3 times, where almost all the beds will drop off from the all beds list for this central nurse's station (cns) completely without showing any comm-loss. This cns is monitoring all hard-wired bsm-3000's for the ambulatory surgery dept on the 2nd floor. When the issue is present, they will go to monitor bed settings and on the bottom portion of the screen, all the beds still show up but bed-ids are blank but it still shows the ips. When going to other cns units, they also see the same issue with the bed-ids missing. There are no other departments having this issue. We checked the juniper switches for that department and there are no error lights on any of them. Restarting the cns does not resolve the issue either. Tech support (ts) had him check the host table and the same issue can be seen with the bed-ID's missing, and even if you go to the bedsides themselves in the patient's rooms the bed-ID tab shows blank. The customer stated the last time they resolved the issue by renaming all the bedsides and re-monitoring all of them. They checked the host table and the lowest ip on the network is a cns so it does not seem to be a bedside takeover. They renamed all the bed-ids again and was able to get everything working again. The customer stated we can close the ticket for now and he will call back in if the issue happens again so we can further investigate. No patient harm was reported. Rooms 3,4,5,6,8,11 were showing bed-ids but the rest were not. Example of bed with the issue: room 1, bed-ID: amb01, ip example: (B)(4). Example of bed without the issue: room 3, bed-ID: amb03, (B)(4). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Telemetry transmitters: model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported an issue that has been ongoing for the past 7 days or so. He said it has occurred 3 times, where almost all the beds will drop off from the all beds list for this central nurse's station (cns) completely without showing any comm-loss. This cns is monitoring all hard-wired bsm-3000's for the ambulatory surgery dept on the 2nd floor. When the issue is present, they will go to monitor bed settings and on the bottom portion of the screen, all the beds still show up but bed-ids are blank but it still shows the ips. When going to other cns units, they also see the same issue with the bed-ids missing. There are no other departments having this issue. We checked the juniper switches for that department and there are no error lights on any of them. Restarting the cns does not resolve the issue either. Tech support (ts) had him check the host table and the same issue can be seen with the bed-ID's missing, and even if you go to the bedsides themselves in the patient's rooms the bed-ID tab shows blank. The customer stated the last time they resolved the issue by renaming all the bedsides and re-monitoring all of them. They checked the host table and the lowest ip on the network is a cns so it does not seem to be a bedside takeover. They renamed all the bed-ids again and was able to get everything working again. The customer stated we can close the ticket for now and he will call back in if the issue happens again so we can further investigate. No patient harm was reported. Rooms 3,4,5,6,8,11 were showing bed-ids but the rest were not. Example of bed with the issue: room 1, bed-ID: amb01, ip example: (B)(4). Example of bed without the issue: room 3, bed-ID: amb03, (B)(4).